Event description:
The customer alleged the audio alarm was nonfunctional. The customer support engineer inspected the device and replaced the display pcba. The unit passed extended self testing. It is not verified that the audio alarm was out of spec, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.